Event description:
Reportedly, on 5 april 2024 when interrogating pacemakers , there were multiple error messages. Once it worked again, then the error message appeared again. The message "an invalid argument was encountered.

Manufacturer narrative:
Upon reception the reported issue was confirmed. It was impossible to interrogate a alizea ble imd we obtain a guiapp message errors. But it is possible to interrogate all the others imd devices, without any problem. The last guiapp error message returned with an alizea pm is : ¿ ¿ unspecified programmer error, exception 0x00000005 adress ¿. And finally, pairing with able printer works normally. Investigation still ongoing to determine the root cause.

Event description:
Reportedly, on (B)(6) 2024 when interrogating pacemakers , there were multiple error messages. Once it worked again, then the error message appeared again. The message "an invalid argument was encountered.

Manufacturer narrative:
Upon reception, the reported issue was confirmed. It was impossible to interrogate a alizea ble imd we obtain message errors. Based on the files, the tablet has been stopped abruptly (remove of the battery while switched on, for example) on (B)(6), 2024 at about 11:13:38, so that some files have been corrupted. A re ghost will be performed by the after sales service before re sending back the tablet to the field. This case will be followed by the trend.

Event description:
Reportedly, on (B)(6) 2024 when interrogating pacemakers , there were multiple error messages. Once it worked again, then the error message appeared again. The message "an invalid argument was encountered.